Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard oss tibial trays, cat#: unknown lot#: unknown; unknown vanguard oss femoral, cat#: unknown lot#: unknown; unknown vanguard oss patella, cat#: unknown lot#: unknown. Geoffrey s. Van thiel, keith r. Berend, gregg r. Klein, alexander c. Gordon, adolph v. Lombardi, craig j. Della valle ¿intraoperative molds to create an articulating spacer for the infected knee arthroplasty¿ clin orthop relat res (2011) 469:994¿1001. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07454, 0001825034 - 2017 - 07455, 0001825034 - 2017 - 07456, 0001825034 - 2017 - 07457, 0001825034 - 2017 - 07458, 0001825034 - 2017 - 07459, 0001825034 - 2017 - 07460, 0001825034 - 2017 - 07461, 0001825034 - 2017 - 07462, 0001825034 - 2017 - 07463, 0001825034 - 2017 - 07505, 0001825034 - 2017 - 07508. Product location is unknown.

Event description:
It was reported in a journal article that seven patients became reinfected at a mean of 16.3 months coincident with the reimplantation procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this event involved the poly. There have been no reported allegations or revisions on this specific component; therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.